Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead because of the patients previous tricuspid clip surgery. Post-op the patient was seen in ER and the rv lead was found to be not capturing/unable to measure thresholds, diminished sensing and the lead had dislodged resulting in the patient receiving an inappropriate therapy. The lead currently remains in use and a lead revision will be completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.